Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing for architect prolactin reagent lot 20345ui02. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. In house testing was performed with a retained kit of lot 20345ui02, which mimic patient samples, and all specifications were met and found that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect prolactin reagent lot 20345ui02. This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party?: no. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier = sid= (B)(6).

Event description:
The customer observed falsely elevated architect prolactin result on one patient. The results provided were: sid (B)(4)=108.50 ng/ml / repeated same specimen sid=(B)(4)=111.49 ng/ml / repeated and redraw at another hospital=normal result (normal range per q doc 3 to 29 ng/ml) laboratory reference range for prolactin=5.18 to 26.53 ng/ml there was no reported impact to patient management.